Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was around 500 mg/dl. The customer treated her blood glucose level with insulin using a needle. The infusion set had blood on the cannula. The basal rates were programmed inaccurately. The high pressure test passed. The device was not returned.